Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient presented to the hospital with symptoms of syncope. The physician conducted a programming check, in which the parameters were within normal range. The next day, the patient reported repeated syncopal episodes. The physician checked the electrogram and found the device experienced several long interval ventricular episodes lasting about 10 seconds. The physician adjusted the ventricular pacing voltage and changed the lead to unipolar. A temporary pacemaker was used and the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.